Event description:
The patient had previously undergone crown restoration treatment at an external dental clinic eight years earlier. Over the past six months, swelling was observed in the left mandibular molar region; however, no specific treatment was provided, and the condition was diagnosed as chronic apical periodontitis. On (B)(6) 2025, root canal treatment was performed, and this product was used for the purpose of root canal irrigation. During use, the file fractured at the apical region, and retrieval from within the root canal was difficult. As a result, extraction of the tooth was ultimately performed.

Manufacturer narrative:
The manufacturing records, in-process inspection records and shipping inspection records were investigated, but no occurrence of defects, non-conformances, or any numerical indicators suggesting such issue in the manufacturing process were found. It was confirmed that the relevant lot was in good condition at the time of shipping. Although it is presumed that the instrument was damaged due to the shape of the patient's root canal and repeated use of the product, the cause is unknown.